Manufacturer narrative:
Device code relates to problem code for the reported event of pullwire broke. Ccording to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid ¿rx basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid ¿ rx in an attempt to crush the stone. However, the pullwire broke leaving stone trapped inside the basket. A sohendra lithotripsy system was then used to crush the stone and remove the basket from the patient. Multiple extraction balloon was used to remove the crushed stones and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.